Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 08-aug-2021, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 02-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced no significant/inadequate pain relief since the ins was placed. Several reprogramming¿s were done. On (B)(6) 2018 x-rays revealed lead migration, the leads slipped from t8 and t9 to t10 and t11. The patient was not using the device as it does not work. The patient was going to have the ins removed on (B)(6) 2018 by the physician who originally implanted it. Etiology was possibly related to the device or therapy, and unlikely related to the implant procedure. Outcome was reported as unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the date of the event was updated).

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause was not determined. To try to resolve the lead migration, they reprogrammed the patient. It was noted that the "not working" was clarified to mean lead migration.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; lot#:serial#: (B)(4); implanted: on (B)(6) 2017; product type: lead; product ID: 977a260; lot#: serial#: (B)(4); implanted: on (B)(6) 2017; product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported unresolved at time of study exit/death/study closure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.